Event description:
The customer observed falsely elevated co2 patient results with lower anion gaps generated on the alinity c processing module, serial number (B)(6), for two patients. The samples were repeated with the expected results. The anion gap is a calculated measurement from sodium, chloride and carbon dioxide (co2). The following data was provided: patient 1 initial co2 result = 29.2; anion gap result = -3.2; rerun co2 = 20, anion gap = 17.8. Patient 2 initial co2 result = 33.1; anion gap result = 0.10; rerun co2 = 23.7, anion gap = 9.3. Customer's reference range is 22-30 meq/l there was no impact to patient management reported.

Manufacturer narrative:
The field service representative (fsr) reviewed the instrument logs and recommended the customer recalibrate the probes, wash cuvettes, and flush the water lines. The customer performed the recommended troubleshooting and the issue was resolved. A single definitive part could not be determined the likely cause and the alinity c processing module, serial number (B)(6) was considered the likely cause. The instrument service history review revealed no additional tickets associated with discrepant /erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of complaint and trending data for the alinity c processing module did not identify an increase in complaints as related to the current complaint. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity c processing module, serial number (B)(6), was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated co2 patient results with lower anion gaps generated on the alinity c processing module, serial number (B)(6), for two patients. The samples were repeated with the expected results. The anion gap is a calculated measurement from sodium, chloride and carbon dioxide (co2). The following data was provided: patient 1 initial co2 result = 29.2; anion gap result = -3.2; rerun co2 = 20, anion gap = 17.8. Patient 2 initial co2 result = 33.1; anion gap result = 0.10; rerun co2 = 23.7, anion gap = 9.3. Customer's reference range is 22-30 meq/l there was no impact to patient management reported.